Event description:
The patient reported receiving undesired stimulation. During the revision, the physician believed the paddle lead may have been fractured. The physician decided to replace the patient's paddle lead. The patient was receiving great stimulation following the procedure.